Event description:
The user facility reported that a hysteroscope was improperly reprocessed for over a year. The facility reported that the device was only being wiped with isopropyl alcohol and the channels were flushed with isopropyl alcohol and sterile saline solution between examination. The facility reported that the endoscope was taken out of service. There was no reported adverse patient injuries associated with this issue.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus endoscopy support specialist (ess) visited the site to conduct an in-service, to provide reprocessing training to the staff, and to check the facility's equipment. Based on the ess's report, the staff now has a better understanding on how to properly reprocess their endoscope. The ess has provided them information on proper endoscope reprocessing. The facility decided not to send the scope for investigation, as there was no device malfunction and there was no allegation of harm to the patient. This report is being submitted as an MDR in an abundance of caution.